Event description:
Customer called to report potentially erroneous results that were outside of the reference range after using rheumatoid factor reagent, lot m101865, on the immage 800 immunochemistry system. Customer stated that several samples went sent to another hospital for result comparison, and those results were considered acceptable and within the reference range as they were less than 20 iu/ml. The reference range used is <20 international units per milliliter (iu/ml). The root cause of the issue is not known, although it appears to be a reagent-specific issue as the other chemistries that were run were not discrepant. Customer stated that the results were not reported outside the laboratory; therefore, patient treatment was not affected.

Manufacturer narrative:
The issue appears to be reagent-specific as no other chemistries were discrepant. Therefore, a service request was not generated because the event was related to the reagent lot, and not the instrument. (B)(4). Reagent-specific issue.